Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturer's representative (rep) reported that the lead was broken/ fractured/ damaged during a revision procedure. The patient's extension and implantable neurostimulator (ins) were removed as the doctor was planning on inserting an already implanted lead into a new ins. The lead was inserted into the new ins and the sheeting on the lead was coming off at the most proximal electrode. The lead was still inserted and impedance measurements were taken. Everything was fine except pairs that involved contact 3. They unscrewed the setscrew and tried to reseat the lead and when they tried to pull the lead out, it did not come out. The wire started to stretch and it snapped and the 0 electrodes and sheath covering 0 <(>&<)> 1 were stuck in the header block. They considered a new ins if the remnants could not be pulled from the ins that had remnants within. Additional information from the rep reported that the lead was removed and the issue was resolved. There was no further information provided about this event. If additional information is received, a follow up report will be sent.